Event description:
New information received notes that additional noise was noted on the lead without reported over-sensing. No addition intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. The over-sensing was unable to be reproduced. No intervention or adverse patient consequences were reported.